Manufacturer narrative:
Per tandem¿s cartridge instructions for use: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was intermittently inaccurate. Reportedly, customer filled the cartridge with cold insulin. Blood glucose was 147 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.